Event description:
The facility reported a fail code 812:02 during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information or pump programming. The hospital representative stated tht there have been no reports of any patient incident involving this pump since the last baxter event.